Event description:
Multiple higher and lower than expected vitros chemistry products valproic (valp) reagent results were predicted from quality control fluids using two different vitros 5,1 fs chemistry systems. Control level 2: results of 94.3, 98.0 and 53.2 ug/ml vs. Expected result of 76.83 ug/ml control level 3: result of 88.3 ug/ml vs. Expected result of 116.37 ug/ml no patient sample results were known to be affected. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if not detected. There was no allegation of patient harm. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc.(B)(4).

Manufacturer narrative:
The investigation confirmed that higher and lower than expected vitros valp results were predicted from quality control samples when tested on two different vitros 5,1 fs systems. Results of precision testing demonstrated that both analyzers were performing as expected. There is no evidence to suggest an instrument malfunction occurred. Review of quality control data revealed unexpected vitros valp performance associated with specific reagent packs. The customer depleted their inventory of vitros valp lot 2511-18-2164 and has since put an alternate reagent lot into use. Improved vitros valp performance was observed with the alternate reagent lot. The investigation was unable to determine a definitive root cause. However, the investigative findings suggest that the vitros valp reagent (lot 2511-18-2164) contributed to the cause of the event.